Event description:
It was reported that during the implant procedure, when the lead was taken out of the box, the doctor noticed that it was curved almost 130 degrees. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found and lead had a curved tip.